Event description:
A dialysis home pt reported a system error 2240 alarm in drain 1/1 during treatment using homechoice device. The pt noted there was a hole in the pt line of the homechoice set right below the clamp. The pt noted two other instances in which he has found holes in the pt line right below the clamp. The day following this incident, the pt was diagnosed with peritonitis. The pt was treated with a loading dose of 2 grams ceflotaxine intra-peritoneal and is treating with 250mg/l x12l per day intra-peritoneal for 2 weeks. The pt was also treated with a loading dose of gentamycin, 2mg intra-peritoneal. The pt was not hospitalized and is responding to treatment per the healthcare professional.